Event description:
It was reported to the manufacturer that a vns patient's device was explanted due to infection at an unknown date. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date. The patient has been subsequently re-implanted with a new device recently.